Event description:
The following information was provided: "doctor contacts stryker personnel to inform that the pkr femur component has broken inside of patient. Patient has been sent for re-surgery, not yet operated. Surgery planned for january. Primary surgery was made 20210415, surgery performed with no problems. Left knee, size 5 femur component, size 4 tibia component and 8mm liner inserted."